Event description:
It was reported that the patient did not feel well as the device was at vvi-65. The device had thought to be at eri (elective replacement indicator) but was found to have had a por (power on reset). The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.